Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device had an image disk space problem. Upon troubleshooting actions, fse replaced ippc with new ippc and installed the old hdd to new ippc and performed dbs and created imaged successfully. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
Rit was reported to philips that the device had an image disk space problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.